Event description:
It was further reported that one 3.00x8mm promus element plus stent was implanted in the patients left main in (B)(6) 2012. A second promus element plus stent was unable to cross during this index procedure and was not implanted. A 3.0x16mm promus element plus stent was implanted in the patients saphenous vein graft in (B)(6) 2013. Both implanted stents are in their original implanted locations and are patent. There is no record of a migrated, or "disappeared", stent.

Event description:
It was reported that post a stenting treatment procedure, the stent "disappeared". A promus element plus stent was implanted in the patient on an unspecified date. The patient had been experiencing shortness of breath, fatigue, and symptoms of a myocardial infarction since the implant. The patient was treated medically for her symptoms. The patient presented to the hospital at a later date in which she is alleging the stent "disappeared". CT scans have been performed which were negative, lungs were clear. Patient is currently stable. Additional information has been requested.

Manufacturer narrative:
Updated: describe event or problem, catalog/model #, device lot number, device expiration date, if implanted, give date, mfg site name, device manufacture date. Updated/corrected: upn from (B)(4). Updated/corrected: manufacturer name from boston scientific - (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).